Event description:
It was reported that the patient had a fall and after the incident, the right atrial (ra) lead threshold increased. A chest fluoroscopy revealed that the lead had dislodged. The lead was revised and repositioned remaining in use. It was further reported that after the patient fell, the right ventricular (rv) lead had lost slack. The lead was revised, repositioned and extra slack was created remaining in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).